Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. Investigation results found the first priming sequence ended prematurely due to a drive stall, resulting in the completion of the second priming sequence without the cannula deploying. The original download data contains timeouts with drive stall. The pod was rerun and the data was downloaded. During rerun, the pod moved into the deployed position. The rerun data contains no timeouts, drive stalls, or hazard alarms. Inspection of the needle and drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula failing to deploy. The exact cause of the high pulse widths with drive stall could not be determined. The drive stall prevented the cannula from deploying after priming sequence was completed.